Manufacturer narrative:
Block d2b: additional pro code, qrb. Additional suspect medical device components involved in the event: product family: scs-extension upn: m365sc3138550, model: sc-3138-55, serial: (B)(6), batch: 7129616, UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced pain on the lower portion left parietal area above extension headers, difficulties speaking, return of their tremor and dystonia symptoms. High impedances that continuously fluctuated were noted during functional testing on several contacts. A computed tomography (CT) and x-ray image taken exposed a slightly shaded area on one lead extension. The patient underwent a procedure wherein the physician confirmed the lead extension fracture as a result removed both lead extensions. The physician assessed the fracture was likely caused from constant bending from it slipping down the occiput into the neck. Analysis of the lead extensions was not performed as they were retained by the facility. The patient did well post-operatively.